Event description:
The ring has deposits at the base of the anterior leaflet which are "equivalent" to thrombus formation. There is no evidence of endocarditis. The findings "regressed with echocardiography". At the time of the report, the pt was anticoagulated, experienced a cerebral stroke with paresis, and is undergoing rehabilitation. International normalized ratio is 4.0 and was 4.0 at the time of event (which occurred on 12/1/98).